Manufacturer narrative:
If add'l info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt is in pain when long range sitting since post-op. There is a marked area of tissue degradation apparent directly below the surgical incision."